Manufacturer narrative:
(B)(4).

Event description:
It was reported when the patient was in the hospital for normal generator change due to eri, fluoroscopy revealed externalized conductors. No electrical anomalies were noted. The shock configuration vector was reprogrammed. The patient will continue to be monitored. The patient condition is stable.